Manufacturer narrative:
The correct analysis results are now attached. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data included a shock impedance trend curve showing a relatively high base impedance around 125 ohms between (B)(6) 2018 and (B)(6) 2019 with an intermittent outlier to >150 ohms. From (B)(6) to (B)(6) 2019 the curve gradually increased from 125 ohms to >150 ohms. The provided data did not show further peculiarities. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of approx. 34 months, loss of capture on the ventricular channel was reported. No adverse patient side effects have been reported. The lead was explanted.